Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2109020 d4. Medical device expiration date: 2023-04-30 h4. Device manufacture date: 2022-04-19 d4. Medical device lot #: 2166964 d4. Medical device expiration date: 2023-06-30 h4. Device manufacture date: 2022-06-15 d4. Medical device lot #: 2227082 d4. Medical device expiration date: 2023-08-31 h4. Device manufacture date: 2022-08-15 d4. Medical device lot #: 2200040 d4. Medical device expiration date: 2023-07-31 h4. Device manufacture date: 2022-07-19 d4. Medical device lot #: 2259022 d4. Medical device expiration date: 2023-09-30 h4. Device manufacture date: 2022-09-16 d4. Medical device lot #: 2292024 d4. Medical device expiration date: 2023-10-31 h4. Device manufacture date: 2022-10-19 h. 6 investigation summary material #: 362788 lot/batch #: 2080603, 2109020, 2166964, 2227082, 22000040, 2259022, 2292024 bd had not received samples, but 12 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tubes was observed. The instructions for use (IFU) on the evacuated blood collection system states under the storage for the product, store tubes at 4-25°c (39-77°f). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tubes based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was a crack tube. The following information was provided by the initial reporter: tubes breaking when removing tubes from freezer for packaging/shipping.